Event description:
An Impella CP device was inserted into the right femoral artery in a 58-year-old male patient presenting in acute myocardial infarction (AMI) and cardiogenic shock (CGS), in Society for Cardiovascular Angiography & Intervention (SCAI) shock E stage on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The patient's comorbidities are unknown.On day 3 of support, while the patient was in the intensive care unit (ICU), an echocardiogram showed a left ventricle (LV) thrombus. The Impella position appeared shallow, but the physician did not want to reposition the device due to the thrombus. It was noted that the patient was on Heparin and Tirofiban drips. Partial thromboplastin time (PTT) 59.5. In addition, there was dark red urine in the foley bag, which can be attributed to the shallow position of the device. No plasma-free hemoglobin or lactate dehydrogenase (LDH) were provided.After three days on support, the family withdrew care and the patient expired. While on support, the Impella functioned at performance level P-7 at 3.2L/min as intended with D5W Sodium Bicarbonate in the purge solution.Thrombosis can be attributed to impaired ventricular function which can lead to the formation of LV thrombus. The Impella is being reported for death; however, the death was most likely attributable to the patient's cardiogenic shock, complicated by anoxic brain injury likely due to the Shock E stage.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.